Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, a foreign material was found on the back of the iol after insertion. There were three cases reported with two alleged products for each case. There are six medical device reports associated with the three reported cases. This report is associated with the cartridge for the second of three events.

Manufacturer narrative:
Evaluation summary: a non-qualified handpiece was indicated. A non-qualified viscoelastic was indicated. A video was stated to be available, but has not been provided. The root cause for the reported foreign material could not be determined. The lens and foreign material were not returned. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).